Event description:
Consumer left a review on walgreens.com stating they tested negative with inteliswab, they took a pcr test and their results were positive. Walgreens.com review from (B)(6) 2021: "like other has mention, this isn't a trustful test", anonymous rn, one star review, on sunday I had a pcr test done and the result came out to be positive for covid, then my mother brought this the next day to test herself and since there was two, I tested myself out for fun and got a negative result. This made me confuse, since I was still displaying symptoms of covid. Do not recommend. Waste of money.

Manufacturer narrative:
Consumer posted a review on walgreens.com. No follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer left a review on (B)(6) stating they tested negative with inteliswab, they took a pcr test and their results were positive. (B)(6) review from on (B)(6) 2021: "like other has mention, this isn't a trustful test", anonymousrn, one star review. On sunday I had a pcr test done and the result came out to be positive for covid, then my mother brought this the next day to test herself and since there was two, I tested myself out for fun and got a negative result. This made me confuse, since I was still displaying symptoms of covid. Do not recommend. Waste of money.

Event description:
Consumer left a review on (B)(6) stating they tested negative with inteliswab, they took a pcr test and their results were positive. (B)(6) review from on (B)(6) 2021: "like other has mention, this isn't a trustful test", anonymousrn, one star review. On sunday I had a pcr test done and the result came out to be positive for covid, then my mother brought this the next day to test herself and since there was two, I tested myself out for fun and got a negative result. This made me confuse, since I was still displaying symptoms of covid. Do not recommend. Waste of money.